Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. There was no blank display. The pump was received with intermittent button response due to moisture damage at keypad traces. There was no moisture damage found inside the pump. The pump was received with a minor scratched display window. The pump was received cracked case at the display window corner. The insulin pump was received with cracked battery tube threads and with a broken reservoir tube lip.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was exposed to moisture when he dropped it into the tub. Customer's blood glucose was 154 mg/dl. Caller stated that the pump display went blank immediately after the pump exposure to moisture. The customer's mother was advised to have the customer discontinue use of the pump and to revert to a back-up plan. Caller was also advised that the insulin pump will need to be replaced due to the pump shutting off when it was dropped in the water.